Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (no post dilation of the implanted valve), patient factors (degree of valvular calcification) may have contributed to the migration of the valve into the lvot. There was no allegation or indication that the patient death from sepsis was related to the tavr procedure or the implanted valve. The cause of the sepsis was not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), after an implant of a 29mm sapien 3 valve in aortic position, the valve migrated lower into lvot. An aortic regurgitation (ar) jet starting intra-prosthetic and becoming peri-peri prosthetic was observed. The valve skirt was clearly below the annulus. The medical team decided on a conservative approach to monitor the situation as the valve settled in a stable position. At the time of the initial observation, the patient was unstable due to organ difficulties and at high risk of undergoing a new procedure. Eleven (11) days after implant, echo control indicated that the ar was lessening and there was no benefit in doing an intervention to the valve. Patient passed away 16 days after the implant due to overwhelming sepsis. Per medical opinion, based on the implant review, it was concluded that a post dilation of the valve should have been performed as there was not enough calcium in the annulus to hold the valve in place.